Manufacturer narrative:
Device passed self test and displacement test. Device audio/beep/vibrate function properly and no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not vibrate. Customer's blood glucose value was unknown. The customer stated that they performed a self-test and insulin pump did not vibrate during the vibrate test portion of the self-test. The device will be returned for analysis.